Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v048428, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v048428, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that patient had a lot of neurological problems and was unsure if it was related to the device or therapy. Moreover, patient's healthcare professional (hcp) determined that their lead wire was loose and there was a wire casing in there. That was determined when their devices were replaced in 2012. Patient stated that during that surgery, the hcp removed the unit and left the pieced in there. Moreover, in 2016, their urologist also saw the lead wire and casings, and tried to remove it but didn't think they were good enough. No further complications were reported. [Please refer to (B)(4) for event pertaining to bladder not working well, replaced]

Manufacturer narrative:
Corrected to adverse event and product problem to reflect patient and device codes. Corrected to check mark intervention required. Patient code (B)(6) added to reflect symptoms. If information is provided in the future, a supplemental report will be issued.